Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atm for 10 seconds. The device was removed without problem and the procedure was completed with a different device. There were no complications and patient problem reported post procedure.